Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if any malfunction code recurs. No additional information was received regarding the outcome of the event.